Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose. The customer's blood glucose the night prior to call was almost 500 mg/dl, current blood glucose was 262 mg/dl. The customer treated high blood glucose with manual injections. The customer was neither hospitalized nor admitted for high blood glucose. Caller had questions regarding infusion sets. Troubleshooting could not be performed due to customer not being available with insulin pump. Caller was advised to call back when customer was available with insulin pump in order to perform the high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.